Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
Olympus medical system corp. (Omsc) was informed that during procedure retrieval basket wire is broken. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. Only the fractured wire of the subject product was returned to omsc for investigation on apr. 5, 2016. The investigation confirmed that all the four wires were fractured at about 220mm from the operation pipe joint. The fracture section of the wires indicated that the fracture was caused due to tensile load. There were no abnormalities found upon investigation of the outer diameter of the operation wires. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Therefore, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual warns users that there is a possibility that the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.